Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump cannot power on. The customer's blood glucose reading was 284 mg/dl at the time of incident. Troubleshooting found that there is moisture by the drive support cap and customer indicated that the pump was worn in the shower. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly; unable to perform any test due to blank display. The insulin pump had cracked reservoir tube lip and cracked case near the display window corners noted.